Event description:
It was reported that this right atrial (ra) lead was accidentally fractured by the physician during a procedure. This lead was surgically abandoned. No additional adverse patient effects were reported.